Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A family member reported that the patient underwent a procedure on (B)(6) 2021 to replace the peg/j tubes endoscopically. The j-tube was found to be cut about the middle of the tube and a bezoar, approximately 1cm, was found on the edge. The j-tube was found not to be located in the duodenum. The patient's duodopa treated was restarted.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.